Event description:
It was reported that the customer was experiencing high blood glucose levels (3457 mg/dl). Customer does not load her insulin at room temperature. She changed her basal rate to stabilize her blood glucose levels.

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.